Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Hardware low level failure alarm confirmed in the pump history due to broken trace on keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer's blood glucose level was 313 mg/dl. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer was concerned that the error might recur and he would not get any alarm anymore. The insulin pump was returned for analysis.